Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4) the e-belt failed the hi-pot and fall-off tests. The last patient to use this e-belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was pulled which damaged the j702 connector (trunk cable connector) inside the distribution node (dn). Additionally the cable connecting the rear therapy electrode to the dn was pulled from the strain relief at the dn. The cause of the test failures was the damaged j702 connector and pulled rear te cable. The cause for the damaged j702 connector is excessive force placed on the trunk cable. The source of the excessive force cannot be positively determined. No adverse event resulted from the damaged cables. The last patient to use this e-belt did not report any deficiencies.